Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead experienced elevated threshold and pacing failure. Lead dislodgement was confirmed via x-ray examination. The lv lead was disconnected and left in the main coronary sinus. A new lv lead was implanted. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.